Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot number 21085 were returned and analyzed. One file was received and recorded for the reported date of the event. The patient file showed one application was performed with the returned balloon catheter. The patient file also showed 14 applications were performed using a non-returned balloon catheter. The file did not show any system notice on the reported date of the event. The received failure file contained failure records for the date of the event. Failure file showed persistent system notice 50006 "the safety system has detected blood in the catheter handle stopped the injection and disabled the vacuum" on the reported date of the event. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for one application on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." Pressure testing and inspection was performed on the subcomponents of the balloon, handle, and shaft segments. During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. In conclusion, the balloon catheter failed the returned product inspection due to the double balloon breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The balloon catheter and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.